Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the patient called and stated that the head tube was cracked.